Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The 90% stenosed lesion was located in the proximal left circumflex. The physician used the apex push monorail 15mm x 1.50mm balloon catheter to predilate the lesion. It was not known how many inflations were made with the balloon, however, it was noted the balloon "burst immediately" when inflated to 9 atms. The procedure was completed with an unspecified balloon. No patient complications were noted. The patient's condition post procedure was reported as "no problem".